Event description:
It was reported that after a test cycle on the battery, it has a power rating of 1248.

Manufacturer narrative:
Customer discarded the battery, therefore, an investigation could not be performed.